Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 134.0 and 142.5 cm from the proximal end. The pull wire was retracted out of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. The introducer sheath was ovalized approximately 106.0 cm from the distal tip. Conclusions: evaluation of the returned pod pc revealed a broken pet lock on the proximal end of the pusher assembly, and the pull wire was retracted out of the ddt. If the pod pc is mishandled during use and the pet lock becomes broken on the proximal end of the pusher assembly, the pull wire maybe retracted out of the ddt and result in the embolization coil detaching from its pusher assembly. Further evaluation of the returned pod pc revealed kinks in the pusher assembly and an ovalized introducer sheath. These damages were likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, two pod pcs were successfully implanted into the target location. Upon advancement of the next pod pc, the coil became stuck and the physician realized that the pod pc had detached unintentionally within the microcatheter. Therefore, the pod pc and microcatheter were removed together. The procedure was completed by re-advancing the same microcatheter and implanting another pod pc. There was no report of an adverse effect to the patient.